Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse performed troubleshooting and identified probable cause as defective buffer valves. The fse replaced the buffer valves, performed buffer prime and performed ise calibrations to resolve the issue. The customer was satisfied. No further action is required. Section a2, a4 & a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported reproducibility issues for sodium (na), chloride (cl) and potassium patient results on their au680 clinical chemistry analyzer (p/n: b12188, s/n: (B)(6). There was no injury, death or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics.